Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 3889-28, lot#: va20tta, implanted: 2(B)(6) 2019, product type: lead. Product ID: 305901, serial#: unknown. Product type: screening device. Other relevant device(s) are: product ID: 305901, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that during the basic evaluation trial phase, there was a possible infection at the lead site. The external wire was cut and the patient was put on antibiotics. The patient went to advanced evaluation on (B)(6) 2019 and no infection was noted by the physician at that time. There was no harm or injury to the patient. No further patient complications were reported as a result of this event.